Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A driver bare metal stent was implanted in the lad. Approximately 30 months later, the patient died. Cause of death was chf.